Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device interrogation. Upon interrogation, multiple episodes of atrial lead noise were observed and was reproducible when the patient performed isometric exercises. Programming changes were made. The patient denied having any symptoms prior to, during, or following the interrogation.